Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that stimulation was not reaching the correct areas, for a patient, and they were having pain. This took place in the second year, 2012, of using the implantable neurostimulator (ins). The ins was removed in (B)(6) 2016 and the consumer stated it was "encased by bone". The physician had to "chip ins out". They consumer was alleging that the stimulation acted like a "bone growth" stimulant and caused bone to grow around the ins. It was noted that the consumer stated the patient was not being managed by any physicians while being implanted. The ins is indicated for post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.